Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini trays cubie was unable to recover. A field service engineer (fse) replaced engine and controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed and their mini trays cubie unable to recover. User mentioned that it was giving error as short circuit occurs and unable to resolve this issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.